Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the connector pin was broken. The patient reported they were unable to charge their ins and so therapy was off and not helping with their legs and knees. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.